Event description:
It was reported that there was a particle inside of a large volume intermate. This was identified after the device was filled with ciprofloxacin (baxter compounded solution) and before patient use. The particle was described as white and floating, indicating that the particle was in the fluid pathway. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The lot was manufactured from june 5, 2014 to june 6, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.